Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received performing the high pressure test and the test results was failed. Customer¿s blood glucose level was 202 mg/dl at the time of incident and current blood glucose level was 228 mg/dl. Customer was also reported that they repeated high pressure test and the test results was failed. Customer was hospitalized due to chest pain. Customer did not allege pump was under delivering. Customer was treated with insulin pump. Customer stated that the one big air bubble in the tubing near the reservoir. Troubleshooting was performed. The insulin pump will not be returned for analysis.